Event description:
It was reported that the customer's insulin pump alarmed power system error. The customer's blood glucose was unknown. The customer stated that they also received the low battery alarm. The customer was advised that the insulin pump would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump was returned for low battery and power error alarms. The alarms were confirmed in the alarm history, and the root case was the non-sleep anomaly software error. The pump was received with minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip and a scratched case.